Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the posterior descending branch artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter was kinked and could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section, the imaging window and imaging core were twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the tip, the sheath and drive cable were kinked, the imaging window was detached near the lap joint section, the imaging window and imaging core were twisted at the distal part of the device, the imaging window was stretched, and the guidewire exit port was torn. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported codes of catheter kinked and difficult to cross lesion are confirmed.